Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date on (B)(6) 2011 was chosen as a best estimate based on the date of the mesh was implanted. Initial reporter name and address: this event was reported by the patient's legal representation. The implanting and explanting physician is: professor (B)(6). The following imdrf patient code capture the reportable event of: e2326 - used to capture the reported event of nodule and granulation tissue. E0506 - used to capture the reported event of petechial hemorrhages. E2006 - used to capture the reported event of mesh was felt in the vagina with the granulation tissue. The following imdrf impact code capture the reportable event of: f1905 - capture the reportable event of patient had to undergo revision surgery to address the reported complications.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during an advantage sling placement, vaginal repair, vaginal hysterectomy, cystoscopy, cystodistention, and colposcopy procedure performed on (B)(6) 2011. During the surgery, a grade 2 cystocele, a grade 3 uterocervical prolapse, and a grade 1 to 2 rectocele were identified. On (B)(6) 2011, a urethral incision was created, and a lateral dissection was performed. The sling was found on the right lateral portion of the urethra and dissected; the sling was dissected out because it was impossible to loosen (without dissection). A small segment of the sling was excised, and histology was conducted. Furthermore, the defect was repaired using interrupted 3-0 monocryl. Cystoscopy revealed a normal bladder mucosa, both ureteric orifices, and an intact urethral mucosa. A small stab incision was made over the prior left stab incision on (B)(6) 2011. A polypropylene mesh nodular was removed. The defect was closed with interrupted 3-0 monocryl. Subcuticular sutures were used to close the vagina with 3-0 monocryl. Use of steri-strips was introduced. During the surgery, a small area of granulation tissue with polypropylene mesh was palpable in the vagina. This was removed. Interrupted 3-0 monocryl was used to correct the defect. In addition, cystoscopy was conducted. A 600 ml cystodistention was performed. There were several petechial hemorrhages observed. The urethra was dilated to hagar 14. Following surgery, preventive antibiotics were administered intravenously, including cephalexin and gentamicin.